Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, component codes, type of investigation and investigation findings).

Event description:
User (B)(6) an rn in the ccu contacted the emergency support programme esp for assistance after an optical fiber optic sensor failure alarm occurred during use of a cs300 intra aortic balloon pump. Amy confirmed there was no visible kink or fold in the fiber optic fo cable and stated she had already unplugged and reconnected the fo sensor cable prior to contacting support. Esp personnel asked her to repeat the reconnection step ensuring proper arrow to arrow alignment and secure seating however the alarm persisted. Esp personnel then reviewed and guided (B)(6) through the process of transitioning from fiber optic pressure monitoring to a transducer-based pressure source. She was instructed to coil tape and label the fo cable as do not use. Minimal complaint information was obtained as amy stated her primary concern was stopping the alarm which was successfully accomplished. She reported no additional needs and no patient harm or injury was reported.

Manufacturer narrative:
A fiber optic sensor failure in an intra aortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intra aortic balloon catheter. This sensor is responsible for accurately detecting and transmitting real time aortic pressure waveforms to the iabp console which are critical for timing the inflation and deflation of the balloon during cardiac cycles. Causes of a sensor failure a sensor failure can result from the following optical sensor kink. Break in sensor. Connector issue.